Event description:
Two caregivers were in the process of transferring the patient from wheelchair to the bed using the maxi move lift when the hanger bar detached from the unit and the resident fell down. The caregivers quickly held on the sling, supported the resident's head and eased the resident to the floor. The patient suffered redness and a linear scratch mark over mid back. Caregiver sustained injury. Please refer MFR report #: 9681684-2014-00002.